Manufacturer narrative:
Analysis has not been completed as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (3.0 mg/ml at 1.2311 mg/day), bupivacaine (20.0 mg/ml at 8.207 mg/day), clonidine (300.0 mcg/ml at 123.11 mcg/day), and compounded baclofen (600 mcg/ml at 246.21 mcg/day) via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the pump was interrogated on (B)(6) 2017 revealing a motor stall with recovery secondary to an MRI. No interventions were performed. The event was related to the device/therapy. The event resolved without sequelae as of (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have malfunctioned in a matter that would have caused a serious injury or death. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.